Event description:
Caller reported that the screen of their pump would light up but remain dark with no information visible, although auditory alerts could still be heard. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support assisted with resetting the pump and arranged for a replacement to be sent. The customer confirmed that they would use an alternate backup therapy, modern daily insulin (mdi), in the interim and acknowledged the instructions provided regarding storage mode and the return process. They were informed about the need to input their settings and connect their continuous glucose monitor (cgm) to the new pump, and they agreed to return the faulty pump within 10 days to avoid charges.